Event description:
The customer reported that the unit intermittently displays a red x in the ready for use indicator.

Manufacturer narrative:
(B)(4). The customer reported that the unit intermittently displays a red x in the ready for use indicator. The device was evaluated at philips. The symptom was clarified as the device intermittently displays a red x in the ready for use indicator and hangs during the boot up process. The issue was resolved by replacing the processor pca and reloading the software.